Event description:
At the end of a cerebral angiogram being performed, the physician went to remove the catheter from the patients right groin and the hub of the catheter came off. The hub completely separated from the catheter.